Manufacturer narrative:
The pump was received with an unresponsive up arrow button due to corroded keypad traces. No frozen screen or scrolling numbers noted. The pump also had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display on the insulin pump is frozen and there is no response from any button. Screen is not blank. Customer was not able to try the device with remote. Customer was instructed to remove the battery for 5 minutes and insert a new one, but customer did not have fresh batteries. It was also stated that the numbers started to ramp up. Nothing further reported.